Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customers blood glucose was ¿high¿; although specific value was not provided. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 700 mg/dl and in diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 4/26/24 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.